Event description:
Baby got hot.

Manufacturer narrative:
A user facility reported that "baby got hot" when using the hnicu-37 probe. A sample has been requested but has not yet been returned to deroyal. This report came in as one complaint, but because it described seven separate events, it will be reported for each event. This report is three of seven (3/7). This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more information is available.

Manufacturer narrative:
A user facility reported that "baby got hot" when using the hnicu-37 probe. For the seven complaints filed, seven lots were listed. Samples were requested for these complaints, however only samples from one lot were returned. The sample from this lot 58195314 was returned and able to be evaluated. This report came in as one complaint, but because it described seven separate events, it will be reported for each event. This report is three of seven (3/7). The two samples were returned and functional testing was conducted. One chip within the sample wsa measured to be above the maximum limit. Function results of the work orders pulled were reviewed and it was confirmed that no discrepancies were reported during the manufacturing process. Deroyal completed an inventory check on 125 probes and all were found to be acceptable. A review of work orders of 80 cases were also reviewed and no issues were found. The device history record was also reviewed and no issues were identified. Root cause: after functional inspection of the returned samples, it can be concluded tht there was a failure by the grinding manufacturing operator, since the wire set was grinded above to the maximum limit, in addition, it was not detected during the 100% inspection performed after grinding operation. As a root cause it is determined that grinding procedure and testing procedure were not followed correctly by the operator. Corrective and preventive action: deroyal conducted a retraining in both the grinding and testing procedures for the applicable personnel. A complaint to sales ratio was conducted over the past two years. From that time period, a complaint ratio of (B)(4) was found. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if more information becomes available.